Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 97 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.